Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 has been updated.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. A cannula kink was noted near the outlet cage on the returned pump. No other damage was noted. The pump was tested in a bucket of water and ran without issue. Data log was not provided or available on the remote server. Low or blocked pump flow / pump suction / product damage (cannula kink): the cause of the low pump flow and suction issue was most likely related to the cannula kink based on returned product and provided clinical details. The cannula kink issue was most likely use-related, as it occurred during placement. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Added h6 codes due to product return.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the device bent during insertion of the impella cp. Suction occurred and flows were marginal upon startup. No patient harm was reported.